Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative h3, h4, h6 investigation summary the device was not returned to depuy synthes for evaluation, however photos were provided for review. See attachment. Review of the provided photos revealed that the device had signs of wear, but it is not possible to confirm the reported condition of unable to assemble or disassemble from the available photographic evidence. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was unconfirmed as the observed condition of the 03.037.025, screw inserter would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Based on the investigation findings, the potential cause for wear can be traced to end of device life and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 03.037.025 lot # l168645 manufacturing site: werk bettlach release to warehouse date: 19 dec 2016 supplier: n/a expiration date: n/a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2023, the trochanteric fixation nail advanced (tfna) lag screw inserter was not connecting to lag screw. Surgery was delayed 5 minutes. A second instrument set was opened as the case continued as planned. The procedure was completed successfully. This report is for one screw inserter for (B)(4).